Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that, the pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08725 inches. Successfully downloaded the trace and history files using thump. The test energizer battery was removed from the battery compartment and reinserted after 60 seconds, less than 10 minutes, and more than 10 minutes. The pump powered up properly after insertion of the battery. Performed a safe shutdown of the pump and then powered the pump back on. No unexpected pump error 24, pump error 23, pump error 49, or pump error 68 alarms noted during testing. A review of the pump history file shows on 2/17/2023 there was a pump error 130 mfda (linenumber 602 filenumber 121) alarm (08:21), a pump error 24 power failure (linenumber 2188 filenumber 33) alarm (08:22), three (3) pump error 49 alarms (08:25, 08:31, and 08:54), two (2) pump error 68 alarms (08:25 and 08:54), and three (3) pump error 23 alarms (08:31, 08:54, and 09:07). The pump was cut open to perform a visual inspection. No evidence of physical or moisture damage was found on the electronic assembly, motor, or force sensor. Pump error 24 and pump error 130 alarms are confirmed, fault is isolated to the hardware. Pump error 49 and pump error 68 alarms are not confirmed. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during the physical inspection: scratched case, cracked select button keypad overlay, and pillowing keypad overlay. Pump error 24 and pump error 130 alarms are confirmed, fault isolated to the hardware. Pump error 23, pump error 49, and pump error 68 alarms are not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received insulin pump error 23, error 24, error 68, and error 49 alarms. No harm requiring medical intervention was reported. Troubleshooting was performed and the customer stated that was able to clear the alarms and completed the pump rewind; however, the self-test was not passed and the pump was not turned on. The customer will continue using the device on receipt and the replacement of the pump and it will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 780 insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.